Event description:
The carry handle on two of the sc7000 model patient monitors broke off after being removed from the docking station. The two similar incidents occurred within one week's timeframe. No patient or user impact was reported wtih either incident.